Manufacturer narrative:
This report is submitted on august 29, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient developed an infection and experienced a skin overgrowth at the abutment site. Revision surgery to remove the abument and excise the skin has been scheduled but has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that the patient was hospitalized on (B)(6) 2017 for wound infection for three days. On (B)(6) 2017 the patient was discharged and oral antibiotics were administered for a period of 3 months.

Manufacturer narrative:
It is now reported that the patient underwent revision surgery under general anesthetic to debride the skin, remove scar tissue and place a new abutment (date not reported). The patient was also administered a steroid injection (date not reported) and an antibiotic (date and type not reported). This report is filed on november 28, 2018.